Event description:
The reporter stated that the patient had issues with several cartridges that were leaking. The reporter reported that one cartridge appeared to be leaking out of a corner but the patient continued to use the cartridge for a couple days; the reporter referenced that "something was not locking in right". The reporter stated that the cartridges were from different boxes but it was unknown if the cartridges were from the same lot or shipment. The reporter stated that the patient would call back when home to troubleshoot the issue. Animas has made multiple attempts to contact the patient to troubleshoot the issue but was unsuccessful.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the cartridge has not been returned for investigation. A retain cartridge sample from lot # b201668 has been evaluated by product analysis on (B)(4) 2012 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test and a leak test was performed with no failures observed. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.